Event description:
The user complains about the catheter being difficult to insert. When extracting the catheter the customer had a bleeding.

Manufacturer narrative:
Samples from the same customer box were returned and evaluated. Neither product testing nor batch documentation reveals any defects or deviations. Based upon the product testing, this complaint could not be confirmed as reported.